Event description:
It was reported that the pump display did not consistently turn on when the wake button was pressed, occurring multiple times over several days, although the button functioned at the time of the call and the screen activated when placed on the charging pad. Symptoms included no clinical effects reported. Outcomes included no impact to health, no alarms, and no hospitalization. Investigation included customer education on troubleshooting and monitoring for recurrence. Investigation of this case revealed a suspected intermittent sleep/wake button or display responsiveness issue with the user interface, with adequate battery charge and charging function confirmed by the user. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending recurrence and additional evidence.